Event description:
It was reported the device shuts off. The device is being returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event, the device passed all functional testing. It was noted that the lower case was broken, and the upper case was broken and contaminated.

Event description:
It was reported the epg (external pulse generator) intermittently shut off, despite replacing the battery. It was further noted the low battery indicator flashed, regardless of the battery change, and possible "pace flash" when not pacing. The epg was returned for repair. There was no patient involvement.